Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. During the mechanical inspection, the mandrin, which was also returned, could only be removed against resistance. The following analysis showed residues of coagulated blood on the inner conductor helix, which prevented a complete advance of the mandrin. These coagulated blood residues probably have their origin in the explantation of the lead. The further inspection did not show any deviations from the technical specifications that could be related to the clinical complaint. The lead proved to be conforming to specifications and free of defects. The compression test performed at the lead (i.e., bearing pressure per area unit) showed no deviations. The rigidity of the lead was unremarkable. The measurement values of the electrical resistance values were within specifications. The manufacturing process of this lead was reviewed. The production documents did not shown any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - loss of capture was reported for this rv lead. An x ray confirmed the lead had perforated into the pericardium. The lead was explanted and replaced. The physician believes the perforation was due to the patients state of health. The lead was returned to biotronik for analysis.